Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial arthroscopy procedure, the impactor tip was found to be missing. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 correction to h6 annex a coding. Upon further review, it was found this event did not contribute to a serious injury and has not in the past; therefore, it would not be considered a reportable event. The previous report should be voided. The reported event is unable to be confirmed. Visual examination of the provided photos identified the products showed signs of repeated use. As the o ring on the impactor was alleged missing, it is unknown if it was broken or disassembled. Due to the quality and angle of the photos the event was unable to be confirmed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.